Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacemaker mediated tachycardia (pmt). Device data was sent to rhythmcare for review. Data review determined the episode was initiated with a premature ventricular contraction (pvc). Rhythmcare discussed further troubleshooting and programming options. The device was then reprogrammed to mitigate further pmt episodes. This device remains in service. No adverse patient effects were reported.